Manufacturer narrative:
Result: head section has a hole punctured in it.

Event description:
It was reported by service report that the head section has a hole punctured in it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.